Event description:
Doctor was using the smoking evacuating bovie pen and began to notice brown burn marks on the sleeve of his scrub gown. He felt heat and a electric current in his right arm as he was using the bovie pen.